Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the non-invasive patient tracker (nipt) could not be recognized by the registration. Another new one was used with no issue. Issue occurred intra/peri-operatively with no delay to surgical time. There was no reported impact to patient outcome.